Event description:
It was reported that a user changed infusion supplies and then received an insulin set expired alert; during troubleshooting the user disconnected, primed the tubing with observed drops, reattached, and filled the cannula, and education on correct supply change steps was provided. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no hospitalization, and no alarms beyond the reported alert. Investigation included product-use review and troubleshooting with user education. Investigation of this case revealed use-related issues consistent with incorrect supply change steps and resolution after proper priming and cannula fill, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.